Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan (lfs) alleging that her onetouch veriopro meter was displaying an error 4 message. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests three times a day, prior to each meal. The patient manages her diabetes with insulin 'novofirm' and lantus; insulin is based on her blood glucose reading. The alleged issue reportedly began in the morning on (B)(6) 2012. The patient denied testing her blood glucose with another device after the alleged issue occurred. Following the alleged meter issue, it is not clear what action the patient took in regards to her diabetes management. The patient corrected and clarified she did not develop any symptoms as a result of the alleged issue. The patient had denied receiving any form of medical intervention after the alleged issue began. At the time of troubleshooting, the csr noted the patient was not using the subject meter for the first time, the test strips were not passed the expiry date and stored properly, and the test strips drew in the patient's blood sample completely; however, the alleged issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient did not suffer from any serious injuries and did not receive any form of medical intervention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the reported complaint was observed on the meter's error log; however, pa was unable to reproduce failure in meter testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.